Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not receiving alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not receiving ac power. It was also stated there was no power light emitting diode (led) lighting up. The customer verified with the remote service engineer (rse) that the 124 ac volts were going into the power supply. The customer notified the rse that they were not getting a ready from the power supply to the power management (pm) printed circuit board assembly (pcba). The rse recommended the customer replace the power supply. This investigation is ongoing.